Manufacturer narrative:
Summary of evaluation: this event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. Similar previous pers indicated that the tip of this driver deformed due to torsional overload. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. The root cause of this event is likely user related. Device history review showed that no reported discrepancies this event.

Event description:
It was reported that: "surgeon was implanting a bone screw into the acetabulum through a screw hole in an acetabular shell and the tip broke off of the driver shaft."